Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer attempted to resolve the issues by removing battery and reinserting but alarm continued. During the first occurrence customer was able to clear it but then reoccurred and now the device is not working. Customer stated she wanted to speak to her doctor prior to troubleshooting. Customer called back and performed troubleshooting. Customer's blood glucose was 183 mg/dl. Customer doesn't recall any significant events. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return he device to undergo further testing.

Manufacturer narrative:
The insulin pump had intermittent express bolus button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.